Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, psych injury, migration, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿migration, pain: pelvic, pain: abdominal, abnormal bleeding (general), psych injury, vaginal discharge¿. Reporter, demographics, lab data; essure indication (amended) were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, ulcerative colitis, vulvovaginitis and multiple allergies (penicillins codeine). Concurrent conditions included ovarian cyst. Concomitant products included calcium carbonate, mesalazine (asacol hd), nsaids since february 2009, nystatin;triamcinolone acetonide (nystatin and triamcinolone), omeprazole, paracetamol (acetaminophen) since february 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/depression/mental depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding- general abnormal bleeding"), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, psych injury, migration, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) essure hardware present at left fallopian tube with no spillage documented on left. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2011: complex cyst to be completley resoved. Aptient reassured and will rt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: abnormal bleeding (vaginal), menorrhagia, vaginal infection, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), concomitant drugs, event onset date, patient history, lab data were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, ulcerative colitis, vulvovaginitis and multiple allergies (penicillins codeine). Concurrent conditions included ovarian cyst. Concomitant products included calcium carbonate, mesalazine (asacol hd), nsaids since (B)(6) 2009, nystatin;triamcinolone acetonide (nystatin and triamcinolone), omeprazole, paracetamol (acetaminophen) since (B)(6) 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/depression/mental depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding- general abnormal bleeding"), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, nausea, dysmenorrhoea, dyspareunia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, psych injury, migration, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) essure hardware present at left fallopian tube with no spillage documented on left. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2011: complex cyst to be completley resoved. Aptient reassured and will rt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal bleeding, ulcerative colitis, vulvovaginitis and multiple allergies (penicillins codeine). Concurrent conditions included ovarian cyst. Concomitant products included calcium carbonate, mesalazine (asacol hd), nsaids since (B)(6) 2009, nystatin;triamcinolone acetonide (nystatin and triamcinolone), omeprazole, paracetamol (acetaminophen) since (B)(6) 2009 and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/depression/mental depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 25 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding- general abnormal bleeding"), abdominal pain ("pain :abdominal"), vaginal discharge ("vaginal discharge"), anxiety ("mental anguish") and hypersensitivity ("allergic reaction"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal discharge, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, nausea, dysmenorrhoea, dyspareunia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, psych injury, migration, vaginal discharge". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) essure hardware present at left fallopian tube with no spillage documented on left. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Ultrasound scan - on (B)(6) 2011: complex cyst to be completley resoved. Aptient reassured and will rt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet report received. Added event allergic reaction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.